Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred due to a sensor board issue. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was found to be caused by the control pressure sensor drifting out of tolerance.